Manufacturer narrative:
Additional information for the initial MFR 1220648-2021-01074 was provided in sections b2, b5, d6a, d6b, h1, and h6. The investigation for the reported limb ischemia has been completed. The impella device has not been returned for evaluation. However, clinical details provided were sufficient to determine a root cause. The cause of the reported limb ischemia was most likely related to patient condition. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
Additional information received that patient developed limb ischemia during impella support. Treatment details were not provided. Ultimately the patient expired on support. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella cp was not return by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the was reported there was bleeding at the impella insertion site. As a result, blood products were administered, amount unknown. It was noted that the introducer was peeled outside the body and there were no issues with the angle or sutures. No further information was provided.